Event description:
In using the new dall miles crimper on the dall miles claw plate the crimper broke. One of the arms in the middle of the crimper snapped off. We simply used another sterile crimper to complete the procedure. This was a right hip revision surgery - revised components were not stryker components.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Review of the device history records indicates the lot was manufactured and accepted into final stock. There have been no other events for the lot referenced. The device was returned missing the female leaf spring (b-9000-0-108) and the leaf spring screw (b-9000-0-113) that would have held it in place. There was a clearly observable outline on the handle where the spring had been mounted indicating it had been originally assembled to the part. The apposing male leaf spring was loose as it's leaf spring screw had backed out approximately one screw thread. The rest of the device exhibited normal wear and tear for a device that had been in the field for almost 5 years. The event was confirmed by the return of the device with missing pieces that had disassembled due to a screw loosening. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
In using the new dall miles crimper on the dall miles claw plate the crimper broke. One of the arms in the middle of the crimper snapped off. We simply used another sterile crimper to complete the procedure. This was a right hip revision surgery - revised components were not stryker components.